Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that several months post-operative lens has tilted, one pair of haptics appears to be bent/curled almost at 90 degrees. Uneven capsular contraction was also observed. Refraction at 1 month was -.75 + 1.00 at 170. On (B)(6) 2014 refraction was -4.50 + 2.00 at 105. Patient has blurry vision. No secondary intervention has been reported to date. Add'l info has been requested but no new info has been rec'd.